Event description:
Estech brand remote access perfusion cannula was inserted into the left common femoral artery for cardiopulmonary bypass. The balloon that is used for aortic occlusion was noted to not be working and upon removal of the cannula it was noted that the balloon had broke.